Event description:
The pt's parents reported that the child no longer responds to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.

Manufacturer narrative:
The child is doing well with her new device. This is the final report.